Manufacturer narrative:
(B)(4). Concomitant medical product: unknown alloclassic stem item# unknown lot# unknown. Unknown allofit cup item# unknown lot# unknown. Unknown 32mm cobalt chrome head item#unknown lot# unknown. Report source: foreign; australia. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00022, 0009613350-2023-00023, and 0009613350-2023-00025. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient fell, causing a periprosthetic fracture. The stem also loosened which required revising. The cup was also revised due to metallosis. Patient outcome: revision. Due diligence is in progress for this complaint; to date no additional information or product has been received.